Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 465 mg/dl. Customer has been trying to calibrate for hours, but it was not working. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 450 mg/dl. The insulin pump will not be returned for analysis.